Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan compared to an hcp meter. Based on the sensor reading, the customer self-treated with insulin (type/dose unknown) and consequently experienced symptoms of dizziness, sweating, and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 13 mg/dl and administered humalog insulin and intravenous glucose for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.